Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to high pace impedance and high threshold measurements. The patient was noted to be pace therapy dependent. No additional adverse patient effects were reported.